Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access station. A technical support specialist dialed into the station and reviewed the medstation logs, then accessed the server to check the customer user account and found two accounts under the same user identity one inactive under the local domain and one active under the healthy domain. The tss informed the customer to escalate the issue to the appropriate manager, and customer acknowledged this. The tss also informed to contact the pyxis system administrator for profile reconfiguration, as only the administrator had the privileges to add or edit user accounts. User confirmed was able to access pyxis. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user was unable to access the station and received an access denied message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.